Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence and pelvic organ prolapse. It was reported that following insertion the patient experienced pain, infection, recurrence, bleeding, dyspareunia, vaginal scarring, and urinary/bowel problems (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent a robotic assisted sacral colpopexy, lysis of adhesions, posterior colporrhaphy with perineorrhaphy and a cystoscopy on (B)(6) 2015 due to pelvic organ prolapse ¿ stage 2, urinary incontinence and rectal pain/constipation s/p proctoplasty in 2013 for rectal mucosa prolapse. (B)(4).

Manufacturer narrative:
It was reported that patient underwent removal of 3 stitches in granulation tissue and vaginal cuff on (B)(6) 2010 due to granulation tissue and residual stitches in vaginal cuff. It was reported that patient underwent mini laparotomy, vaginal cuff revision, right paratubal cystectomy and left ovarian cystotomy on (B)(6) 2011 due to present cuff granulation tissue and symptomatic. It was reported that patient underwent proctoplasty for rectal mucosal prolapse and excision of condyloma on (B)(6) 2013 due to rectal mucosal prolapse. It was reported that patient underwent robotic assisted sacral colpopexy, lysis of adhesions and posterior colporrhaphy on (B)(6) 2015 due to pelvic organ prolapse stage 2, sui and rectal pain/constipation. (B)(4).